Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. All associated accu-chek flexlink plus complaints will be verified. Further investigations are ongoing within an assigned taskforce.

Event description:
The pt reported experiencing e4 (occlusion) errors on the infusion device with the last 2 infusion sets while attempting to bolus. When the error was displayed, she would change the headset and find the cannula was bent/kinked. She switched a different type of infusion set to resolve the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.